Event description:
On (B) (6) 2007, a revision was performed using an 8mm gore propaten vascular graft. The bypass procedure was in the left leg, from common femoral artery to below-knee popliteal artery. Clinical diagnosis showed primary patency was lost within two days. By (B) (6) 2007, patency was listed as secondary.

Manufacturer narrative:
The investigation is presently in progress.